Event description:
It was reported that during a test, the bur became distorted. It was also reported that there was no pt involvement and the bur did not come into contact with bone or hard substance.

Manufacturer narrative:
The bur subject to this MDR was returned for investigation. It was visually confirmed that the bur was bent at a 45 degree angle. Lot number info has not been provided to permit further investigation. The root cause is undetermined.